Event description:
The patient reported to his dentist that his restored zirconia abutment fractured while he was sleeping. The dentist's notes stated the patient swallowed the majority of the abutment except for a small piece of zirconia in the facial tissue, so there will be nothing to return for investigation. The dentist has indicated no serious patient injury and is monitoring the patient's healing.

Manufacturer narrative:
Product was discarded by doctor and will not be returned for investigation. This event is being reported due to a preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. DHR was reviewed and no anomalies were found.